Event description:
The customer reported no image on the left monitor and the technique tracks to maximum. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the ps2 power supply. System operates as intended. (B) (4).